Event description:
The reporter stated that air was pulled into the set and injected into the pt. The reporter indicated that this has occurred one other time, but did not provide specific details.

Manufacturer narrative:
The customer returned two samples to medex for evaluation. Examination of the returned units showed that both operated according to specifications. The parts were assembled correctly and the checkvalves functioned properly without leaking. The lot histories were reviewed and were found to be acceptable. Medex was unable to confirm this issue or determine a cause. Based on this info, medex believes that no add'l action is necessary at this time. Medex considers this MDR closed with this report.